Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable. Patient changed to different cassette and no further issues. No patient injury was reported. No additional information is available.

Manufacturer narrative:
]Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects.